Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had reading discrepancies from 3 sensors from the same box. Blood glucose value was 50 mg/dl. He also reported he had blood at site but was not actively bleeding. Customer declined troubleshooting. Customer was advised to remove and change the sensor.